Event description:
It was reported by service report that the foot board was broken apart and the module had popped out and the side rail panels and IV pole were replaced due to damage. The warning labels also needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: foot board components, i.v pole.